Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned to the manufacturer, analyzed, and no anomalies were found. It was noted that the helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that prior to use in the procedure an extension and retraction test of the atrial lead's helix was tested on the table. The helix did not extend even though it was rotated over ten times. Finally the helix slowly extended and retracted, but it had been rotated about thirty times in three parts. The physician felt uncomfortable using this lead clinically after the test due to this was a straight condition test with a straight stylet and the helix needed about thirty rotations in order to extend and retract. Therefore, the lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.